Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. Visual examination of the electrode pads found dry skin and other debris. A continuity test and test on the conductive pads were performed with no discrepancies noted. Evaluation of the data file showed the ECG is exaggerated from baseline wandering and motion artifacts. We recognize this as poor patient coupling between the patient's skin and electrode pads. There is no evidence that indicates a device malfunction. The electrode pads were scrapped and the customer received a replacement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), an arc was heard from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.